Event description:
On 24-apr-2026, a notification was received via email indicating that information had been obtained from a clinical study (knotless implants as an alternative for capsular closure in primary hip arthroscopy: a prospective, multi-center study; (B)(4). At the 11-month postoperative visit (on (B)(6) 2025), the patient was diagnosed via magnetic resonance arthrography with a labral retear, chondral thinning, mild osteoarthritis, and a partial-thickness gluteus medius tear. The patient was indicated for revision hip arthroscopy and was also noted to have borderline hip dysplasia (lcea 25), compared to preoperative measurements of lcea 35 and acea 35. A revision right hip arthroscopy was performed on (B)(6) 2026, including labral reconstruction and correction of labral re-tear, cam/pincer lesion, trochanteric bursitis, and instability. The previously implanted looploc device (implanted on (B)(6) 2024) was removed during capsular entry.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.